Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular treatment and procedure got completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed the stand movement issue. Upon inspection, the rse determined that the reported problem was occurred due to user error as customer moved the stand, out of working area. Issue got resolved by the customer upon positioning the stand to working area. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred due to user error as the customer moved the stand, out of work area and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system l-arm had a movement failure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.